Event description:
It was reported the patient experienced uncomfortable stimulation and subsequently stopped using the scs system. X-rays revealed the scs lead has migrated and twisted. The next course of action is undetermined at this time.

Event description:
Further investigation identified an sjm representative was able to achieve effective stimulation with reprogramming. No further action is being taken at this time.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.